Manufacturer narrative:
UDI #: (B)(4). Age at the time of event: only year of birth was provided - 1940. Initial reporter: phone: (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens into an eye of (B)(6)year old male patient, a haptic broke off. Through follow up it was confirmed that the haptic broke off, it was a clean cut straight off in the haptic lens body junction, this happened in the eye. The lens did not want to let go off the piston. An incision enlargement was required to remove the lens from the eye. No vitrectomy was performed. Another lens was implanted and five stitches were required. This resulted in a 30 minute delay. According to the physician, the patient outcome will be fine. No other information was provided.

Manufacturer narrative:
The intraocular lens was not returned to the manufacturing site therefore the product testing could not be performed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.